Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a blank screen and unresponsive buttons. Customer stated insulin pump was exposed to moisture by accidentally got wet. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, device powered up with a blank display due to moisture damage electronic assembly. Unable to perform the displacement, sleep current measurement, active current measurement, and self-tests or verify button keypad anomaly due to the blank display. Device had cracked battery tube threads, cracked case (battery tube). Device p-cap / test reservoir locks in place properly.